Event description:
It was reported that a 90% stenosis was located in the proximal lad, without tortuosity, but with mild calcification. During use with the flexi-cut, a strange feeling was felt after one cut was made, so the flexi-cut was removed and it was noticed that the flexi-wire was separated. The system was removed from the pt's anatomy, and the separated portion of guide wire was retrieved using a gooseneck snare and two guide wires.